Event description:
The customer reported the failure of an m1673a ECG lead set. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.